Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. Reportedly, the customer reused the syringe needle. Tandem technical support educated the customer on the syringe needle being single use only. The customer changed multiple cartridges to resolve the issue. Customer¿s blood glucose was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.